Manufacturer narrative:
As received, a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Complete x-ray of lead did not find any conductor fractures. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage. The reported events of elevated threshold and elevated pacing impedance were not confirmed.

Event description:
During follow-up, a gradual increase in pacing impedance and threshold were observed. The right ventricular lead was explanted and replaced with no adverse consequences to the patient.